Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer alleges the consumer was driving the scooter and the scooter will stop. The end user turns it off then back on then it will drive again.